Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required corrective maintenance/repair. The cursor does not align with the stylus and attempt to calibrate did not fix the issue. Tested with a test display and confirmed the display is the issue. Service does not have parts to repair this device. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.